Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On 20 apr 2018 medical records received. After review of the medical records for MDR reportability, the patient was revised (B)(6) 2017 to address left knee aseptic failure. During the surgery notes, the surgeon reported that there was debonding of the cement to the tibial component, patella polywear, and stiffness. Competitor components were placed during the revision. Doi: (B)(6) 2017 dor: (B)(6) 2017 (left knee).

Manufacturer narrative:
Product complaint # ==>(B)(4). Investigation summary ==> no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. H10 additional narrative: added: h6 (patient) h6 patient code: no code available (3191) was used to capture medical device removal and surgical intervention.

Manufacturer narrative:
(B)(4). No device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.